Manufacturer narrative:
Paperwork received with the sample, indicated that the sample was eto sterilized prior to being returned for evaluation. There was virtually no tissue attached to the returned sample. The patch was received in a contracted, irregular shape with the mesh (polypropylene) rolled. The sample was received in a very rigid state, which we believe to be due to the eto decontamination process. The patch was manually examined. Although it was difficult to tell because of the rigidity, there did not appear to be any broken components and there were no protruding components. No product failure identified. Based on the currently available information and condition of the returned sample, we are unable to determine what caused the mesh (polypropylene) to roll.

Event description:
In 2009 - mesh implanted with the abdominal wall was sutured inside the recoil ring of the sample with more than 16 stitches. At approx 3 months later, body fluid came out of the skin surface near the placement site. At about 2 months later, during a laparatony procedure, it was found the circumference of the sample rolled, and the bowel and the mesh of the sample (polypropylene) were stuck together. One part of the bowel was noted to be damaged. Mesh explanted and a part of the intestine was excised.